Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the cartridge loading process, after inserting the syringe needle into the cartridge, air was unable to be removed. The needle was changed. Air was removed and the cartridge was loaded with insulin. There was no reported impact to blood glucose.